Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and it was found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. The helix mechanism could not be tested due to the fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was an attempted implant due to helix extension/retraction difficulties. According to the information provided, the helix could not be affixed to the intended location after two attempts at repositioning. The lead was successfully extracted and a different lead of the same model was implanted. No adverse patient effects. The product was received for analysis.